Event description:
It was reported that during the aer (reprocessing), there was a block observed on the device. In addition, minor leak was found. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted that the reported issue was able to be duplicated. Inspection found weak air/water (aw) supply flow due to clogged nozzle and once removed, the flow was noted to be normal. Furthermore, evaluation noted that the water dunk test failed due to punctured biopsy channel (bx) channel causing leak. Additionally, inspection found tiny chips on edges of the device objective lens and light guide lens. Cracked insertion tube and (c-cover) was noted. Minor scratched noted on the distal end plastic cover. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and a definitive root cause of the issue could not be determined, however, the observed leak in the biopsy channel possibly resulted in the device reprocessing issue. Olympus will continue to monitor field performance for this device.